Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during bolus. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer declined to troubleshoot for recurring alarms. The customer declined to return the insulin pump for analysis.